Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead spiked and the next day came down with varying impedance. It was additionally reported that the capture threshold had increased. The pin in the header was inspected and was found to have a good connection. The physician decided to disconnect the pace/sense portion of the lead and reconnect. After this was performed, the impedance issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the patient that the patient received inappropriate shocks prior to lead replacement. No further patient complications have been reported as a result of this event.